Event description:
Customer complained about the her sensors only lasting one day and a half days, customer stated that she received 2 calibration errors and a change sensor alert. Customer stated that the alert did not occur shortly after performing lost sensor. Customer stated that she has intermittent calibration errors. It was determined that the customer does not follow the proper calibration protocol. Blood glucose is 172 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.